Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - peripheral neuropathy. It was reported that the patient's device had been disconnected. It was not known if this meant it was removed or not. No further complications were reported/anticipated.